Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was patient stated they went camping and forgot to charge their implant and when they came back, the implant did not seem to be holding a charge. Patient stated the implant battery has been "acting up" and they think the battery may need to be replaced and thought it "might be like a defective battery or something.". When asked event date patient stated just recently. Patient noted they had tried to call a manufacturer representative (rep) whose voice mail directed patient to call patient services; patient did not indicate they left a vm. Due to the nature of the call agent did not ask further details. Patient stated they are leaving tomorrow for (B)(6) and are not sure how long they will be there and inquired as to hcp in (B)(6); agent emailed physician listing. Agent reviewed ins longevity and role of rep and redirected the patient to hcp to further address. No symptoms were reported.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.